Event description:
It was reported the customer was having hypoglycemic events. Customer stated their settings needed to be changed. The customer also reported their blood glucose declining to 40 mg/dl. Troubleshooting for low blood glucose was declined. Customer stated they have been experiencing low blood glucose for the past two weeks. Customer also requested assistance with programming their insulin pump. Customer's blood glucose was 73 mg/dl at the time of the call. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.